Event description:
On (B)(6) 2012, a trifecta valve was implanted. On (B)(6) 2017, the valve was explanted due to stenosis and reportedly the valve stent posts were fused to the aortic wall. A non-abbott valve was implanted. The status of the patient was not made available.

Manufacturer narrative:
The results of this investigation concluded that all three cusps contained calcifications and were fibrotically thickened, leaflets 1 and 2 were torn and circumferential fibrous pannus ingrowth narrowed the inflow diameter. No acute inflammation was present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the calcification, fibrous thickening, tears or pannus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.